Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain 8) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 160% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 11:30:28. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, no non-conforming product was found that was related to the reported event, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.